Manufacturer narrative:
The wire collet attachment was not returned to the user facility; it is not repairable once it is disassembled.

Event description:
A wire collet attachment was sent for eval because metal shavings were coming out of the device. This did not occur over the surgical site; no adverse event was associated with the device.